Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿no harm evident, physical or otherwise to nurse. Nurse was clearing air bubbles from tubing and pulled a little on the tubing that is placed in the pump when it snapped apart and ivig [intravenous immunoglobulin] splashed nurse's eye. Nurse rinsed the eye and pharmacy was called to ensure all procedure was completed."

Manufacturer narrative:
Additional information added to: d4, d10, g4,& h4. Correction; e.3. ******************************************************* the customer¿s report that the tubing that is placed in the pump snapped apart when pulled was confirmed as received. Visual inspection observed that the silicone segment was separated from the lower fitment at the pump segment. No damages were observed on the upper or lower fitment. No other anomalies were observed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and their components. Dimensional testing was performed and measured within the required specification(s). The probable root cause of the separation was that the silicone segment was stretched at the pumping segment.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿no harm evident, physical or otherwise to nurse. Nurse was clearing air bubbles from tubing and pulled a little on the tubing that is placed in the pump when it snapped apart and ivig [intravenous immunoglobulin] splashed nurse's eye. Nurse rinsed the eye and pharamacy was called to ensure all procedure was completed." Received a copy of the customer's medwatch report from FDA which states, "no harm evident, physical or otherwise to nurse nurse was clearing air bubbles from tubing and pulled a little on the tubing that is placed in the pump when it snapped apart and ivig splashed nurse's eye nurse rinsed the eye and pharamacy was called to ensure all procedure was completed."

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿no harm evident, physical or otherwise to nurse. Nurse was clearing air bubbles from tubing and pulled a little on the tubing that is placed in the pump when it snapped apart and ivig [intravenous immunoglobulin] splashed nurse's eye. Nurse rinsed the eye and pharamacy was called to ensure all procedure was completed." Received a copy of the customer's medwatch report from FDA which states, "no harm evident, physical or otherwise to nurse nurse was clearing air bubbles from tubing and pulled a little on the tubing that is placed in the pump when it snapped apart and ivig splashed nurse's eye nurse rinsed the eye and pharamacy was called to ensure all procedure was completed."